Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted via the internal jugular vein for plasma exchange and the catheter was sutured and fixed with a suture wing. After that the catheter came off (3 to 5 cm from the tip of the catheter remained inside the body). Bleeding was observed from the insertion site. It was further reported that the patient died because of hemorrhagic shock.